Manufacturer narrative:
Correction: although this file was opened to capture the unspecified number of reported events that occurred during use on a unspecified number of patients, it is presumed that the patient's were pediatric patients as the pediatric/picu manager reported the events.

Event description:
It was reported that the nurses have stated that there have been frequent events in which the trifuse tubing sets were found to leak during patient use, both in the past and currently, however, the staff have not appropriately reported it or addressed the issue.

Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although patient age and dob has not been provided, it is presumed that the patient was an infant as the pediatric and picu manager reported the event.

Event description:
It was reported that the nurses stated that there are frequent events in which the trifuse tubing set leaked during patient use.